Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, part of the screen was completely black, without any graphics or text. There was no adverse impact to the customer's blood glucose level. Additionally, it was reported that a minimum fill notification occurred after the customer filled the cartridge with 250 units of insulin during the load sequence. The customer declined to further troubleshoot with tandem technical support and the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Based on the analysis, the alleged minimum fill notification issue could not be verified.